Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator shocked during a synchronized cardioversion while in the t wave. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. The patient thereby had ventricular fibrillation. After repeated shock delivery, the patient returned to normal condition. After repeated shock delivery, the patient returned to normal condition.

Manufacturer narrative:
A service partner engineer evaluated the device and was unable to confirm the failure. A philips clinical product specialist reviewed the event file. Baseline wander and artifact introduced into the ECG signal was most likely due to paddles placement on the patient¿s chest as evidenced by the differences between morphology of the ECG in leads and the ECG with external paddles. In comparing the external paddles ECG signal prior to the first shock to the external paddles ECG signal prior to the second shock, the ECG signal prior to the second shock appeared to have more wander and artifact associated with it just prior to the user delivering a shock. Precautions in the IFU warn of this potential behavior when using external paddles for synchronized shocks: "when performing synchronized cardioversion through external paddles, you should not use paddles as your monitoring lead in wave sector 1. Artifact introduced by paddle movement may resemble an r-wave arrow and trigger a defibrillation shock. Use external paddles as a monitoring lead for synchronized cardioversion only if no other lead source is available and you are in an emergency situation." It was concluded that enough artifact was introduced by the user holding the paddles against the patient¿s chest that resulted in the second shock being delivered on the ECG that led to a critical arrhythmia (which appeared to be ventricular fibrillation). This most likely occurred as a result of the user not being able to maintain enough pressure on the paddles against the patient¿s chest as evidenced by the downward sloping of the ECG from baseline. This may have been corrected by the user adjusting the pressure based on the pci indicator on the paddles (if the paddles used had a pci indicator on them) and their visualization of the paddles ECG. The user¿s decision to press shock given the artifact on the ECG and applicable warnings in the IFU regarding synchronized cardioversion with paddles was most likely the reason for the critical rhythm change after the second shock. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. There was no information to support a malfunction occurred.

Event description:
It was reported to philips that the efficia dfm100 defibrillator shocked during a synchronized cardioversion while in the t wave. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.the patient thereby had ventricular fibrillation. After repeated shock delivery, the patient returned to normal condition. .